Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe had a cracked barrel and leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that relion® insulin syringe had a cracked barrel and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 8mm, 31g relion syringe in an open poly bag from lot # 8113670. Customer states that the barrel was cracked and insulin came out of the barrel. The returned syringe was examined and exhibited cracks in the barrel ranging from the 50 unit marking to the flange, which could lead to leakage. Sample will be forwarded to manufacturing (holdrege) on 30nov2018 for further review. On 04dec2018, holdrege received one (1) 1ml, 8mm, 31g relion syringe in an opened polybag from batch# 8113670. All samples are decontaminate per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, the syringe cap and plunger rod were noted to exhibit damage within each component. The plunger rod appears to have stress marks within the material approximately 5mm from the last unit scale marking (100 units), as well as just past the syringe flange. The cap was noted to have multiple points of damage along the exterior surface, as well as one region of damage within the interior surface. Given each of the various types of damage noted within this sample, one clear root cause is unable to be ascertained at this time. Possible root causes include, but may not be limited to: a jaw jam on the ffs (form fill & seal) equipment during packaging; jam on the transfer dial on the metro after assembly of the syringe. A review of the device history record was completed for batch# 8113670. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200754054, 200751102, 200751081] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked and leakage on lot # 8113670. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.